Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Reporter stated seat is cracked at the reinforced ribbed underneath on the left side; seat pinches his wife without breaking the skin wife when she uses the commode. Reporter advised no medical attention sought.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: commodes. Other, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: visual inspection- there was a 9 inch fine crack on the left side of the seat. The crack was able to be easily noticed and caused a pinch point with an applied pressure. Conclusions- utilizing existing complaint information and actual observations of the returned product in its "as received" condition, the complaint was confirmed for the toilet seat with lid of having a fine crack on the left side of the seat. Complaint of "cracked seat" was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: commodes. Other, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: visual inspection- there was a 9 inch fine crack on the left side of the seat. The crack was able to be easily noticed and caused a pinch point with an applied pressure. Conclusions- utilizing existing complaint information and actual observations of the returned product in its "as received" condition, the complaint was confirmed for the toilet seat with lid of having a fine crack on the left side of the seat. Reporter stated seat is cracked at the reinforced ribbed underneath on the left side; seat pinches his wife without breaking the skin wife when she uses the commode. Reporter advised no medical attention sought.